Manufacturer narrative:
The evaluation and repair of the device has been completed. The service engineer (se) verified the event and replaced the graphic user interface (gui printed circuit board (pcb), and installed the latest version of the operational software. The unit passed all testing and operated within the manufacturer specifications. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that prior to use a, 840 ventilator upper monitor did not work normally. There was no patient involvement.